Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was 133 mg/dl. Customer did report moisture damage. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unit was received with corroded battery tube, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.